Event description:
It was reported that during a da vinci assisted surgical procedure that a nurse reported an image quality issue. The image was green and dark. It was stated that another endoscope had been tried without improvement. An intuitive surgical, inc. (Isi) technical service engineer (tse) first requested a restoration of the video settings, which did not change the image. The system was then shut down, and the video system controller breaker was cycled, with no improvement. The video cabling was checked and nothing abnormal was found. A manual white balance was then performed, but the image did not improve. The illuminator was switched off and on, with minimal change in brightness. Adjustments were made to color and brightness levels, but the image remained largely unchanged. The endoscope and endoscope controller (ec) were then cleaned with alcohol, again with no change. Finally, the color bars were checked and were reported to appear normal, after which the team decided to convert the procedure to a traditional laparoscopy procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse replaced the endoscope controller (ec) and the video processor (vp). The system was tested and verified as ready for use. The ec involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. As of the date of this report, the vp has not yet been received by isi for evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.